Event description:
It was reported to the manufacturer by the end user, per the end user, per the facility, that the cna's were transferring resident from the bed to resident's wheelchair. Before moving resident away from bed, cna checked to make sure resident was in transfer swing properly. Cna was running the lift and started to pull the lift away from the bed but stopped to ask resident's roommate if she could move her feet a little. When cna looked again, resident flipped backwards before either aides could get ahold of the resident allowing resident to fall backwards out of the sling onto the floor. Immediately cna stepped out of room to yell for the charge nurse that cna needed help immediately. Resident was assessed and ambulance was called. Other cna's statement - cna's were transferring resident to her wheelchair. Other cna had cna stop resident over the bed to make sure she was sitting up right before transfer. Cna pulled the lift back but had to stop because roommates feet were in the way. Cna leaned down to move roommates feet and as she did, resident slid out of the sling head first on the floor around 8:15 am. It is reported to us that the hpl700 life is too free moving and seems unsafe during transfers. During the transfer, resident was tipped head first from the lift. Her head was close to the large main lift arm. She was using a yellow tabbed sling and she is (B)(6) pounds. Complaint #(B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.